Manufacturer narrative:
Method: the devices were not available for return. Product lot number was unavailable therefore, the device history record (DHR) review could not be performed. Results: as the devices were unavailable for testing, testing methods could not be performed and results cannot be obtained. Conclusion: the devices and lot numbers were unavailable for analysis. However, we have requested additional information regarding the case. Based on the reported information, there was no report of device malfunction however, we are unable to rule out the device as a contributing factor as we are unable to determine if the device functioned as intended. It was reported that upon removal there was residual medication left inside the pump and it was not empty at the time of removal. Additional information has been requested regarding this case. Should additional information pertinent to this case be received, halyard will submit a supplemental report. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes. Not returned to mfg.

Event description:
{Please reference 2026095-2015-00305, (B)(4)} report 2 of 2: it was reported that a patient weighing (B)(6) expired. It was further described as "pt expired after ortho surgical procedure where two cb6007 were placed bilaterally. The pump was running at 7ml/hr x 2 x 2 pumps = 28 ml/hr. 0.5% marcaine is the standard medication used." The patient was a trauma patient that had multiple rib fractures. The pump was filled by the hospital's pharmacy, it was filled to the volume of 600 ml. The infusion was started on (B)(6) 2015 (exact time unknown). Infusion was also stopped on the same day of (B)(6) 2015 (time unknown). Incident was discovered by a nurse. The patient's known underlying medical conditions were that the patient was being treated for trauma injuries, and the patient was sedated. It was approximately 2 hours into the infusion before the symptoms occurred and the medication was stopped. The systems did not dissipate after treatment/intervention, the pump was not empty at the time of disconnection.